Manufacturer narrative:
The exact cause of the restenosis is unknown. No additional information is currently available. No sample was returned for evaluation. The IFU for the cormatrix ecm for carotid repair lists recurrent stenosis as a potential complication.

Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair and a reported case of restenosis. Details of the event are provided below. It was reported that the cormatrix ecm for carotid repair was used for carotid endarterectomy angioplasty. The patient experienced restenosis approximately 1 year after the endarterectomy surgery. A stent was placed to treat the stenosis.